Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 05/18/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged call service issue was verified in the black box but not duplicated during the evaluation. Review of black box data found records of the reported cs127 alarm, warning about an illegal battery has been installed. Using the returned battery cap, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour basal exercise were executed without encountering the reported alarm.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.